Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported that the patient had an MRI, they thought that the ins was in MRI mode but it was not. When they interrogated the ins with the patient remote it showed an image of a doctor with a phone. The caller did not know the code on that message screen. The caller wanted to have a rep paged to come check the implant. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) transferred the caller to page a rep.